Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that some time after their unrelated lead replacement, the device just stopped working completely. The patient noted that he was looking for a healthcare provider (hcp) to take out the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient device had been turned off for a couple years because the device had not worked for a period of time and the therapy was not working for them.